Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 5 months post-op, the patient complained of lateral pain in his right knee and was diagnosed with it band syndrome. The patient received a steroid injection and symptoms resolved. All components remain implanted. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42508006002 - cruciate retaining right size 6 pps narrow femur - 65542135. 42536006702 - 0â° keel right size d cemented tibia - 65588547. 42540000032 - all poly patella cemented 32 mm diameter - 66540295. 00111314001 - palacos rg 1x40 single - 67851276. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.